Event description:
During a transurethral resection of the prostate procedure the tip of the device broke and fell into the pt. They were able to retrieve all the pieces with no injury to the pt.

Manufacturer narrative:
Visual inspection of the instrument confirms the ceramic tip is broken off from the distal end of the steel tube. The broken tip was returned with the unit. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. Also noted are dents along the steel tube and a loose release button on the lock ring. The exact cause of the breakage of the ceramic tip cannot be determined. Due to the dents/damage on the steel tube and the fact that the adhesive is still apparent inside the distal end of the steel tube, the cause of this failure is determined to be caused by the customer.